Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after a new safety disk was installed, the cardiosave intra-aortic balloon pump (iabp) showed a failure in membrane leak test. As a result, a warranty claim was also initiated. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated field: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions). It was reported that after a new safety disk was installed, the cardiosave intra-aortic balloon pump (iabp) showed a failure in membrane leak test. As a results, a warranty claim was also initiated. There was no patient involvement, and no adverse event reported. Newly installed safety disk shows a failure in membrane leak test. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The national repair center installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure number: 0002-07-d016 revision c and the cardiosave service manual pn: 0070-00-0639 revision q. The nrc could not verify the failure of the safety disk failing the membrane leak test. The safety disk passed testing. Retaining the safety disk in the nrc per procedure number: 0002-07-d008 rev. Aj. The non-conformance's with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.